Manufacturer narrative:
The reported failure of the trilogy 100 ventilator to power on as a result of a failed interface circuit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed on initial power up. The interface printed circuit board required replacement to address this issue. After repair, the device passed all testing. Additional findings not related to the malfunction/issue: the rubber feet were damaged and required replacement. The power cord clamp was missing and required replacement. The front case, rear case, and top place enclosure were damaged and required replacement. The handle was damaged and required replacement.